Event description:
On 04/19/2023, it was reported by an arthrex employee via email that an ar-2325bcc biocomposite swivelock anchor pulled out when the screwdriver was being removed. An ar-7237 fibertape was placed in a bone hole created using a 3.0mm drill and a 3.5mm tap from an ar-8979ds kit in the loaded talar process of the calcaneus. The implant was inserted as usual, and an attempt was made to pull the screwdriver out, but it did not pull out. When the surgeon tried to remove the screwdriver again, the anchor also pulled out. This occurred in the spring ligament internalbrace during an fdl migration procedure on (B)(6) 2023. The case was completed using another ar-2325bcc biocomposite swivelock.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is not confirmed. The complaint is not confirmed based on the customer provided photo, which displays the swivelock screw was assembled upside down, per ai-0026 page 8. The screw and eyelet were not returned and no issues with the swivelock driver return were found. The most likely cause for the reported failure can be attributed to a manufacturing issue; however, due to the device not being returned assembled, we are unable to confirm the reported event.